Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 08/12/2013 to report black fluid coming out of the battery compartment of the purely yours breast pump during use. Customer states she was uncertain where the black fluid was leaking from, the motor itself or the battery compartment. Customer states no injury or burn when this event occurred.

Manufacturer narrative:
Customer was sent a replacement purely yours breast pump on 08/12/2013 and was asked to return the original breast pump to ameda, inc for evaluation. An expedited (B)(6) return shipping label was provided for product return. Though requested, the reported product was not returned to ameda inc. For evaluation.